Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a 23mm sapien 3 ultra case in aortic position by right transfemoral approach. The patient was receiving tavi for primary aortic stenosis. The esheath was inserted with no difficulty. Balloon pre-dilation of the aortic valve was performed. The commander delivery system could not be advanced through the descending aorta. The delivery system and crimped valve were caught on a heavily calcified, moderately tortuous section of the descending aorta. The valve could not be retrieved into the esheath. The esheath and delivery system were withdrawn and left in the external iliac vessel. To prevent injury, the vascular surgeon on call was contacted. The patient was taken to the or to have a cutdown to the right femoral artery where the equipment was removed under direct visualization. No valve was deployed. The patient will be considered for alternative access tavi for a future date.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a 23mm sapien 3 ultra case in aortic position by right transfemoral approach. The patient was receiving tavi for primary aortic stenosis. The esheath was inserted with no difficulty. Balloon pre-dilation of the aortic valve was performed. The commander delivery system could not be advanced through the descending aorta. The delivery system and crimped valve were caught on a heavily calcified, moderately tortuous section of the descending aorta. The valve could not be retrieved into the esheath. The esheath and delivery system were withdrawn and left in the external iliac vessel. To prevent injury, the vascular surgeon on call was contacted. The patient was taken to the or to have a cutdown to the right femoral artery where the equipment was removed under direct visualization. No valve was deployed. The patient will be considered for alternative access tavi for a future date.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 investigation conclusions the device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to delivery system tracking difficulty and delivery system withdrawal difficulty. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided by the site and revealed the following: screenshots taken of video show difficulty tracking though patient anatomy. A heavy bend was observed on the flex shaft as the delivery system was advanced. Crimped valve observed proximal to distal triple marker. Crimped valve caught on sheath tip during withdrawal. Crimped valve is non-coaxial at triple marker and flex tip was observed not centered at the proximal end of valve. The IFU, procedural training manual, and patient screening manual were reviewed. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Ensure delivery system is locked in default position. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from february 2021 to january 2022 for the edwards commander delivery system (all models and sizes) revealed additional similar complaints for delivery system tracking difficulty. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaints for inability to track system through anatomy and difficulty or inability to withdraw system with valve through sheath were confirmed based on evaluation of the imaging provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "the commander delivery system could not be advanced through the descending aorta. The delivery system and crimped valve were caught on a heavily calcified, moderately tortuous section of the descending aorta". Per the imaging review, the delivery system had difficulty tracking though patient anatomy. A heavy bend was observed on the flex shaft as the delivery system was advanced. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. A definitive root cause was unable be determined. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported events. As reported, "the valve could not be retrieved into the esheath. The esheath and delivery system were withdrawn and left in the external iliac vessel". Per imagery review, the crimped valve was unable to be retrieved through the sheath tip. The flex tip was observed not centered at the proximal end of valve (figure 3). Per the training manual, "ensure the thv is centered on the flex tip". It is possible that the gap between the valve and flex tip allow the struts to be exposed, resulting in the withdrawal difficulty reported. Additionally, tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (tortuosity) and/or procedural factors (valve not centered at flex tip, non-coaxial withdrawal (crimped valve) may have contributed to the reported events.